Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functionality testing with no discrepancies found. The device was recertified and returned to the customer. Review of the device log on the reported event date of 11/04/2020 shows the device was connected to ac power with battery installed. Subsequent log review shows the device switched to battery mode only which coincides with the report that the ac cord was not fully secured to the ac port. The device log shows multiple occurences of low battery warnings to alert the user of the battery condition prior to shutting down. The device performed as designed and configured. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.